Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. The history files revealed no abnormalities. The reported pressure alerts were not found logged there. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The measured air value as well as the water value were within specification as well. In conclusion the air sensor is ok. The up-and downstream sensors operated as intended. The reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility ((B)(4)): the pump didn´t alarm even with the roller clamp was closed.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow-up report will be provided when the examination results are available.